Manufacturer narrative:
The device sample was not available for evaluation.

Event description:
In 2004, a patient experienced a complete disconnection between line and clamp of the transfer set (pd bag side) which was put in place three months earlier. The transfer set was changed and the patient received prophylactic antibiotics. There were no clinical consequences.